Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient summary report on may 17, 2016 that this patient, implanted with this device, died on (B)(6) 2016. The cause of death was attributed to syncope and collapse. There were no reported allegations that the use of this device caused or contributed to the patient's death. The local representative was contacted who had no additional information concerning the death of this patient.